Event description:
It was reported that the patient felt their stomach hurting on the top since implant. Stimulation was intensified when the patient would have bowel movement since 4 days ago and the patient was having horrible diarrhea. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0szef, implanted: 2015 (B)(6); product type lead. (B)(4).